Manufacturer narrative:
Device was not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. However product images were submitted and submitted images appear to display instrument tip broken off.

Event description:
It was reported that on (B)(6) 2017, intra-op, the surgeon was putting in a pedicle screw in sclerotic bone that was incredibly dense. The surgeon tried several attempts and techniques to advance the screw a little and broke the driver while attempting to advance the screw. The internal drive shaft broke one inch from the tip of the driver. No fragments of the device remained inside the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: the center shaft on the driver as broken ~40mm from the tip. Given the description and the microscopic view of the fracture surface, it would appear the failure was the result of torsional overload. If information is provided in the future, a supplemental report will be issued.